Event description:
It was reported that this patient was scheduled to undergo an ablation procedure and pre-procedure a device interrogation was performed. Upon interrogation, the health care professional (hcp) noted that code 1005, indicating an open circuit condition, was displayed on the programmer's screen. Further review of the right ventricular (rv) lead trending over the past year exhibits a gradual increase in shock impedance measurements, most recently, reaching high out of range. Technical services (ts) provided the hcp with troubleshooting and programming options. Subsequently, this patient underwent an upgrade procedure where the device was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was scheduled to undergo an ablation procedure and pre-procedure a device interrogation was performed. Upon interrogation, the health care professional (hcp) noted that code 1005, indicating an open circuit condition, was displayed on the programmer's screen. Further review of the right ventricular (rv) lead trending over the past year exhibits a gradual increase in shock impedance measurements, most recently, reaching high out of range. Technical services (ts) provided the hcp with troubleshooting and programming options. Subsequently, this patient underwent an upgrade procedure where the device was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b3: date of event. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a code 1005 was recorded. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.